Event description:
A malfunction on the pump was reported by a customer. There was no adverse impact to the customer¿s blood glucose level. The customer requested to speak to another technical support specialist to continue troubleshooting the issue. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.